Event description:
It was reported that this right ventricular (rv) lead has been showing an out of range shocking impedance that has been trending updward with no sudden jumps as observed at the report. Lead calcification was discussed as a possibility. A defibrillation threshold test was recommended to determine the real shock impedance and reprogramming alerts was also discussed. The health care professional considered that during a recent hospital visit the shock impedance cutoff alert was raised by another clinician. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing an out of range shocking impedance that has been trending updward with no sudden jumps as observed at the report. Lead calcification was discussed as a posibility. A defibrillation threshold test was recommended to determine the real shock impedance and reprogramming alerts was also discussed. The health care professional considered that during a recent hospital visit the shock impedance cutoff alert was raised by another clinician. At this point, the rv lead was electrically abandoned with the pacemaker. The pacemaker was abandoned due to other/non product experience and a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. No additional adverse patient effects were reported.